Event description:
It was reported that the user received a ¿cgm offline¿ alert while attempting for several hours to start a new dexcom g7 continuous glucose monitor (cgm) sensor, after which a restart of the ilet revealed a different pairing code than the sensor in use; the correct pairing code was entered, and the user subsequently confirmed a blood glucose reading. Symptoms included loss of cgm data display with no adverse clinical symptoms reported. Outcomes included temporary interruption of automated dosing with on-screen alerts indicating dosing would stop soon and that the cgm was not paired. User support included guided troubleshooting and user education over the phone. Investigation of this case revealed use error related to incorrect or mismatched sensor pairing, resolved by entering the correct pairing code and reestablishing cgm connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and pairing.